Event description:
It was reported that the insulin pump alarmed motor error during the fill cannula process. The blood glucose reading was 159 mg/dl. The customer stated that the insulin pump had alarmed motor error twice that day and had been acting strange in the last 3 months. He noted that he thought he received an alarm indicating that the motor position encoder experienced an error. He also observed an alarm indicating signal too low, an unexpected restart, and test failure. Advised replacement of the insulin pump. The customer also observed an unusual smell that smelled as though the motor was burning. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.